Event description:
The customer called and reported that the numbers on the insulin pump were continuously scrolling. The customer's blood glucose was 600 mg/dl, which was treated with a syringe. No significant events leading to the keypad issues were recalled. Upon removing the battery, a failed battery test alarm was received. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with currents within specification. No unexpected failed battery test was noted. The pump had intermittent button response due to moisture damage on the keypad trace. No numbers ramping on their own or scroll bar moving with no input was noted. The pump had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.